Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was changing his infusion set when the insulin pump alarmed. Customer's blood glucose level was 109 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to motor high current draw. The insulin pump has minor scratched display window and cracked reservoir tube lip.